Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in an apollo procedure, an imprecision was observed. When the imprecision was found, it was noted that the tracker was scratched up and moved. It was reported that precision was restored and the site completed the procedure. It was reported that the imprecision was 1 inch in an unknown direction. There was a reported delay to the procedure of less than fifteen minutes due to this issue.